Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a fall. Diagnostics revealed invalid impedances on all the contacts. As a result, patient underwent surgical intervention where in the lead was explanted and replaced. Effective therapy restored post-op.